Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 396737 was performed. A set of hr hpv negative control (1 tube), hr hpv positive control (1 tube) were loaded on, and results passed. Customer data review the assay met specification requirements. The amplification curves appeared normal and exhibited normal amplification for the other hr hpv a and other hr hpv b genotypes as well as the cellular control. A product deficiency was not identified by this review. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 396737 (including components) did not identify any issues which could result in the reported complaint. No issues or records related to the reported complaint were found that would indicates any issues which could have led to the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 396737 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. A product deficiency was not identified by this review. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to this investigation. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant false negative results while using alinity m hr hpv amp kit (list 09n15-090) lot 396737. The complaint history review did not identify any additional complaints related to the reported issue. Complaint trending was reviewed. A trend violation was not identified. A product deficiency was not identified by this review. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 396737 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported three false "not detected" results on the alinity m hr hpv amp kit. Sample ids (sids) (B)(6) were suspected to be false "not detected" results. Field application specialist (fas) downloaded log file. Log file analysis revealed the following: -sid (B)(6) was processed on (B)(6) 2024 with result "not detected". Visual curve inspection showed presence of "other b" signal that exhibits non-sigmoidal behavior. The sample was re-processed on (B)(6) 2024 with result "other b" detected. -sid (B)(6) was processed on (B)(6) 2024 with result "not detected". Visual curve inspection showed presence of "other a" signal that exhibits non-sigmoidal behavior. The sample was re-processed on (B)(6) 2024 with result "other a" detected. -sid (B)(6) was processed on (B)(6) 2024 with result "other a" detected. Visual curve inspection showed presence of "other b" signal that was not accepted by the software. The sample was re-processed on (B)(6) 2024 with result "other a" detected. Visual curve inspection showed presence of "other b" signal that exhibits non-sigmoidal behavior. The sample was re-processed on (B)(6) 2024 with result "not detected". Visual curve inspection showed presence of "other a" signal that was not accepted by the software and "other b" signal that exhibits non-sigmoidal behavior. The customer provided information that each test was performed from a sample that was freshly aliquoted from the same master sample. The customer passed information that results for samples in question were released from the laboratory. (B)(6) was released on (B)(6) 2024 as "other b" detected. (B)(6) was released on (B)(6) 2024 as "other a" detected. (B)(6) was released on (B)(6) 2024 as "other a; other b" positive. There was no report of impact to patient management.